Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, after connecting the pump to a different usb cable the battery gauge jumped up to 100% then back down to 35% after being disconnected. The customer's blood glucose was 94 (mg/dl). The customer reported that the alert had not reoccurred after charging the pump.